Manufacturer narrative:
E1: patient city: (B)(6). Patient country: spain.

Event description:
Reference number (B)(4). Event occurred in spain. On (B)(6) 2025, it was reported that the patient had experienced a leak from the infusion set cannula. The infusion set had been in use for two days at the time of the incident. No further information available.